Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since the patient was implanted, when they went to turn the communicator on today, it wouldn't power on. The caller stated they'd been charging it for an hour and it still wouldn't come on. They unplugged the communicator and attempted to power it on while on the call with patient services however, it didn't power on. There were no lights. The caller stated they went to turn the communicator on today because the patient began retaining urine in their bladder a week ago. The caller stated this had never happened before for the patient/the retention was a new development in the patient's symptoms. The caller stated they had an appointment with the patient's managing health care provider (hcp) at 11 am tomorrow (B)(6) 2023, an email was sent to the repair department and the patient was sent a replacement communicator. The caller was concerned the communicator wouldn't arrive before they had to leave at 10:00 am for the patient's appointment. Patient services reviewed the shipment would be expedited. The caller stated they were going to call the patient's health care provider (hcp) to see if they had a communicator at the hcp office in the event the communicator didn't arrive in time for the patient. The caller may call back to request an email be sent to the field if the hcp office did not have a communicator to use. Documented reported event. No further action was taken by patient services. Upon further considerations, wanted to further clarify the caller's previously reported concern: they stated that they thought that due to the patient now retaining urine that the hcp might need to do a reprogramming of the therapy at their appointment tomorrow so that was why they were concerned about the communicator arriving in time. Reopened case to send an email to the field to alert them about the situation. The caller may call back for the fedex tracking number in the morning of (B)(6) 2023.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.